Event description:
It was reported that during the initial implant procedure, the stylet was unable to be removed from the left ventricular (lv) lead resulting in lv lead damage while attempting to remove stylet. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of unable to removed stylet from lead and lead damage were confirmed. As received, a complete lead was returned in one piece with the stylet stuck inside the inner coil lumen. Visual inspection of the lead found that the inner coil was damaged which is consistent with procedural damage and the polytetrafluoroethylene (ptfe) stylet coating was bunched up/clogged with the inner coil distal to the connector pin. The cause of the reported event was due to bunched up ptfe coating of the stylet inside the inner coil that prevented the removal of the stylet and excessive forces resulted in the lead being damaged.